Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that it was discovered in materials department that a trocar had obturator poking out of the packaging. Was not in the protective cover. Packaging was compromised, not sterile. There were no adverse consequence for the patient.